Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient¿s cgm displayed value in the 300s mg/dl; however, she experienced symptoms of hyperglycemia (confusion, hostility, aggression and disorientation). Her husband took her to the hospital where her bg was 578 mg/dl. She was admitted to the hospital and treated with IV fluids, IV insulin and IV ¿banana bag¿. The patient¿s blood glucose was stabilized, and she was released from the hospital on (B)(6) 2023. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.